Event description:
It was reported that a dexcom g6 continuous glucose monitor experienced signal loss to the ilet only, with the user noting intermittent communication and attempting to remove and reinsert the transmitter; education and troubleshooting were provided, and the case was transferred to the cgm partner for further guidance. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user and the partner organization. Investigation of this case revealed an interoperability problem between the cgm and the ilet, characterized by intermittent communication failure, with relevant device components including the electrical and magnetic domain and the antenna. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.